Manufacturer narrative:
On 29-aug-2024, bwi received additional information indicating that the complaint device had been discarded. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation with a qdot micro¿ catheter and the patient experienced cerebrovascular accident. It was reported that a patient had stroke post ablation procedure and her lateral vision is compromised due to that. MRI was done to identify if the clot was still there. Patient required extended hospitalization to further investigate the situation. The physician also mentioned its hard to tell when exactly it happened during the case as he was very meticulous about his ablation. He thinks it could have been paradoxically shunted through pfa (pulse field ablation) which patient had. No confirmed reason. However, the physician confirmed that only radiofrequency (rf) ablation was performed for this procedure. The medical team used octaray, qdot micro catheter for ablation, webster cs and soundstar.